Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (10/13/2014) - correction: the reported error message should have read "error 1" rather than "other message". The "other message" originally documented was confirmed to be "chyba 1", which translates as "error 1".